Event description:
Patient allegedly received an implant via the right common femoral vein due to bilateral pulmonary embolism. Patient is alleging tilt, vena cava perforation, organ perforation, device unable to retrieve. Patient further alleges "I have occasional stomach pain" and "I can no longer do any strenuous exercise or weight lifting." Per report from CT (computed tomography): "the hook of the cook celect retrievable ivc filter is at the l1-2 interspace. The ivc filter is severely tilted medially and the hook perforates the ivc wall and is embedded in the left renal vein. All the struts of the ivc filter perforate the ivc up to 14mm. Two (2) anterior struts perforate the ivc wall 6mm and 14mm and both contact the bowel. One (1) medial strut perforates the ivc wall 13mm and resides within the soft tissues. One (1) posterior strut perforates the ivc wall 6mm and resides within the soft tissues. One (1) lateral strut perforates the ivc wall 13mm and contacts the bowel. Thrombus within the ivc or filter cannot be evaluated on this non contrast study. No fracture fragments are identified."

Manufacturer narrative:
This event has been reported by the manufacturer under MDR# 3002808486-2019-01149.

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2017. The patient alleges to have been injured without further explanation.